Manufacturer narrative:
The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oj) sales department was informed by the customer that there was white colored deposit on the insertion part of the endoscope after reprocessing in the subject automated endoscope reprocessors (aer) machine, oer-5. The adhesion was also seen on multiple endoscopes owned by the facility. The deposits were confirmed after reprocessing. The facility has two olympus oer-5s, and the issue was observed regardless of which aer was used for reprocessing. High-level disinfection was performed using endo fresh, ethanol was used for disinfection, the device was reprocessed with an oer-5, and no problem was found. The customer requested an analysis of the deposits and the cause of the occurrence. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There are two aers and six scopes related to this event. This report is being submitted for the issue with the second aer. The issue with the 1st aer is being reported on the medwatch with patient identifier (B)(6). The issue with the 1st scope is being reported on the medwatch with patient identifier (B)(6). The issue with the 2nd scope is being reported on the medwatch with patient identifier (B)(6). The issue with the 3rd scope is being reported on the medwatch with patient identifier (B)(6). The issue with the 4th scope is being reported on the medwatch with patient identifier (B)(6). The issue with the 5th scope is being reported on the medwatch with patient identifier (B)(6). The issue with the 6th scope is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it likely that the white foreign material was found to be "calcium stearate" which could be from the following: the substances contained as additives in pharmaceuticals, resins, foods, etc. That use lubricity have adhered. The soap scum that occurs in hard water and generated by the reaction between detergent ingredients and water may have adhered. However, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU): "immediately after each patient examination, perform precleaning of the endoscope. Without precleaning immediately, the stain will adhere to the endoscope, and it will be at the risk of insufficient cleaning and disinfection of the endoscope. If the device is operated with many a stain adhered to the endoscope without precleaning, there will be the risk that the cleaning and disinfection of the endoscope can be insufficient, or the stain accumulated inside the device can caused the failure in operation of the device." Olympus will continue to monitor field performance for this device.